Manufacturer narrative:
The reported event of the atrial set screw coming out of the device stuck to the wrench tip was confirmed. Analysis revealed the atrial set screw became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This happened when the user made incorrect wrench insertions into the set screw. The wrench tip was not being aligned to go into the hex shaped inset. The physician forced the wrench tip down into the set screw inset with the corners of the wrench tip going down and becoming wedged into the set screw inset walls. This stuck the wrench in the set screw inset. When the user pulled the wrench out of the device, the set screw stuck to the tip was pulled out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During device replacement for normal battery depletion, damage was observed on the device header of the right atrial port. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.